Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Functional analysis could not be performed as the balloon lumen was occluded, and it was not possible to unclog it. Microscopic analysis was performed, and it was confirmed that the balloon had a pinhole located at the proximal section of the body of the balloon. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. This problem could occur due to encountered factors during the procedure, interaction between the device and the scope while the catheter was advance in a higher elevator angles, and the device's design could be the contributor factor that could have influence to the found failure of balloon pinhole. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was leaking due to a hole in the distal part of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was leaking due to a hole in the distal part of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.